Event description:
The customer reported joystick stuck' is displayed at the time of system start-up, and fluoro exposure is not exposed. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.